Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing which led to atrial tachy response (atr). The patient experienced some av desynchrony. Technical services (ts) was contacted and recommended possible reprogramming options. This crt-d remains in service. No adverse patient effects were reported.